Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer¿s international service technician confirmed the reported issue. The repair was not completed because customer refuses to install cm. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported oxygen flow meter is too high. There was no patient involvement.